Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: investigators were unable to duplicate the intermittent ok button. Testing confirmed that all buttons responded appropriately. The keypad was fully intact. Investigators removed keypad cover to check condition of the button contacts. No contamination or any other anomaly found. Pump was opened to check condition of the keypad flex and connector. The keypad flex is firmly seated in connector with no signs of damage or contamination visible on flex or connector. There was no defect found.